Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a n600x-a unit was missing segments in the display. There was no patient involvement during this event.

Manufacturer narrative:
Correction to initial medwatch, this is not a reportable event as the (B)(4) monitor does not have a segmented display and could not result in a death or serious injury. If information is provided in the future, a supplemental report will be issued.